Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bagsla experienced scale marking issues. The following information was provided by the initial reporter: syringe scale mark blurred and difficulty in using the needle. Information received by email on 4/10/2019: the problem in the product is a presence of a spike that make the penetration impossible, besides the scale marking that is blurred.

Manufacturer narrative:
Investigation: customer returned (10) 3/10cc, 6mm, 31g syringes in a sealed poly bag from lot # 5348646. Customer states that the scale mark is blurred and there is difficulty in using the needle and there is a presence of a spike that makes the penetration impossible. All returned syringes were examined and all exhibited smudged scale markings on the barrels. Also, one syringe exhibited adhesive splatter on the cannula shaft. See attached photos. All remaining syringes were tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). See attached spreadsheet. All of these sample were also able to draw and expel properly without any observed defects. CAPA (B)(4) was initiated to address smudged scale issues. CAPA (B)(4) was initiated by the holdrege plant to address adhesive runover. A review of the device history record was completed for batch # 5348646 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smudged scale markings and adhesive splatter on cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (difficult to operate). Possible root cause for smudged scale markings is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. Probable root cause for adhesive splatter on the cannula was determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bagsla experienced scale marking issues. The following information was provided by the initial reporter: syringe scale mark blurred and difficulty in using the needle. Information received by email on 4/10/2019: the problem in the product is a presence of a spike that make the penetration impossible, besides the scale marking that is blurred.